Event description:
Mr (B)(6), married (B)(6) woman had a "novasure" endometrial ablation on (B)(6) 2013 to treat her menorrhagia. She was admitted to the hosp on (B)(6) 2013 with pelvic and abdominal abscesses and underwent emergency laparotomy with hysterectomy and partial small bowel resection and reanastomosis. The pathology report showed that the endometrial ablation thermal damage had extended to the surface of the uterus, injuring a 1.3 cm spot on the small intestine. The pt slowly recovered and was discharged on (B)(6) 2013 in good condition. She was readmitted on (B)(6) 2013 with findings of a pulmonary embolism. She was treated with anti coagulants, recovered, and discharged again on (B)(6) 2013. At this time she seems fully recovered and is doing well.